Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 8: detailed inquiry description: bloodline leaking in the tubing for the blue line manometer. The diaphragm keeps filling up because of the leaking on the blue pv connection and faulting out the treatment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 8: no sample was provided for further evaluation. An approved project is in place to further address issues with leakage. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.